Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a untreated episode due to oversensing of noise. Technical service (ts) consultant was requested to review latitude reports. Ts provided recommendations to bring patient into the clinic for additional testing and imaging. The electrode remains implanted. No adverse patient effects were reported.